Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg for an extended period of time rending the ipg inoperable. In turn, patient lost therapy and the ipg does not communication with external devices. Reportedly, the patient last charged the ipg a year ago. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that surgical intervention on 09may2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.